Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open sigmoidectomy, the anvil came off the device and fell inside the intestinal tract when the device was removed from the patient after the firing. According to the doctor, he opened the adjusting knob all the way before the event. The anvil could be removed by the transanal route. There were no adverse consequences to the patient.